Event description:
It was reported by the patient's family member that the patient is deceased and the family member alleges the device system contributed to the patient's death. Attempts to obtain cause of death information were unsuccessful. The patient was found deceased at home by the family. No allegation of device relatedness was received from the physician.

Manufacturer narrative:
Product event summary evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted the outer insulation was breached cut and had cosmetic depression, there was blood on the proximal conductor and there was apparent explant damage. (B)(4).

Event description:
It was reported by the patient's family member that the patient is deceased and the family member alleges the device system contributed to the patient's death. Attempts to obtain cause of death information were unsuccessful. The patient was found deceased at home by the family. No allegation of device relatedness was received from the physician.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. (B)(4). Concomitant product: d224drg implantable cardiac defibrillator, (B)(6) 2011.